Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Reportedly two channels were left out of cochlea since initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The mother reported that she noticed that the user was not hearing with the device about a month ago after the audio processor for the left ear had low batteries. On (B)(6) 2021 abnormal channels were found. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The mother reported that she noticed that the user was not hearing with the device about a month ago after the audio processor for the left ear had low batteries. On (B)(6) 2021 abnormal channels were found.